Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the device experienced a retraction issue. The button did not retract. The following information was provided by the initial reporter. The customer stated: needle is only retracted halfway.

Manufacturer narrative:
There were multiple device types reported to be involved. The information for the additional device types are as follows. Medical device type: jka / fpa. Common device name: blood specimen collection device; intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-01-14. Investigation summary: bd received 1 sample and 1 photo was provided for investigation. The sample and photo were evaluated and the indicated failure mode for failure to retract was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode failure to retract. The root cause of the partial retraction failure has been attributed to the manufacturing process. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the device experienced a retraction issue. The button did not retract. The following information was provided by the initial reporter. The customer stated: needle is only retracted halfway.